Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, diseased mucous membrane, immediate implantation, pain, mobility, immediate load. (B)(6) are the same patient.